Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the device within her body'), device dislocation ('essure device was moving within her body / device irregularly positioned') and uterine inflammation ('uterine inflammation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient experienced uterine inflammation (seriousness criterion medically significant), abdominal pain lower ("intense abdominal cramps"), menorrhagia ("heavy and usual menstrual flow, for until 15 days"), headache ("intense headache"), pain in extremity ("leg pain"), peripheral swelling ("swollen legs"), paraesthesia ("excessive tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), pelvic discomfort ("sensation of uterus perforation, pitching"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), adenomyosis ("adenomyosis suspicion"), intra-abdominal fluid collection ("liquid in abdomen") and vaginal discharge ("bad smell from vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), procedural pain ("strong cramps during essure insertion"), coital bleeding ("bleeding during and after intercourse") and pain ("generalized pain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, procedural pain, abdominal pain lower, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, pelvic discomfort, fatigue, loss of libido, coital bleeding, dyspareunia, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, pain, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: the essure was placed correctly on the fallopian tubes at insertion. At the time of the report, the events have become extremely intense. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. After internal review, event fallopian tube perforation was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure placed on her tubes, with constant eminence of perforation of internal organs'), device breakage ('fragments of the device within her body'), device dislocation ('essure device was moving within her body / device irregularly positioned') and uterine inflammation ('uterine inflammation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient experienced uterine inflammation (seriousness criterion medically significant), abdominal pain lower ("intense abdominal cramps"), menorrhagia ("heavy and unusual menstrual flow, for until 15 days"), headache ("intense headache"), pain in extremity ("leg pain"), peripheral swelling ("swollen legs"), paraesthesia ("excessive tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), pelvic discomfort ("sensation of uterus perforation, pitching"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), adenomyosis ("adenomyosis suspicion"), intra-abdominal fluid collection ("liquid in abdomen") and vaginal discharge ("bad smell from vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), procedural pain ("strong cramps during essure insertion"), coital bleeding ("bleeding during and after intercourse") and pain ("generalized pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, uterine inflammation, procedural pain, abdominal pain lower, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, pelvic discomfort, fatigue, loss of libido, coital bleeding, dyspareunia, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, pain, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: the essure was placed correctly on the fallopian tubes. At the time of the report, the events have become intense in extreme. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.